Event description:
On (B) (6) 2010, patient's wife reported patient's blood glucose has been elevated for the past couple of days. Wife stated patient's reading was 400 something on (B) (6) 2010 and he kept giving himself insulin but the readings still did not go down, so he gave himself 2 shots of insulin. Wife reported patient's blood glucose reading was 130 something this morning, he ate something and gave a correction bolus. Wife stated he checked his blood glucose before lunch and the reading was 400 something "for no apparent reason". Wife reported patient was throwing up on (B) (6) 2010 and running a fever on (B) (6) 2010. Wife stated patient took 10 units of insulin through his infusion device in the last 20 minutes to treat the 400 mg/dl reading. Wife reported the doctor recommended for the patient's blood glucose range to be between 70-120 mg/dl. Wife stated no alerts or errors have occurred. Wife reported insulin is not at room temperature prior to filling the cartridges. Advised to leave insulin sitting for approximately 30-60 minutes prior to filling cartridges to avoid formation of air bubbles. Had patient disconnect from infusion site and bolus 1 unit and insulin did emerge successfully. Wife stated on (B) (6) 2010, the infusion device was in stop mode. She stated she does not know how long the infusion device was in the stop mode. Patient was not aware the infusion device was in the stop mode. Troubleshooting did not find any product issues. Recommended to continue monitoring his blood glucose over the next couple of days. Further attempts to follow up were not successful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.